Event description:
(B)(4), our clinical research organization for the breast implant follow-up study (bifs), reported an event of death to allergan on (B)(6) 2014. Cause of death, which occurred on (B)(6) 2014, was reported as unk.

Manufacturer narrative:
Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple attempts were made to various entities that might have been able to provide a cause of death. None were able to provide this information. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.